Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, and readings in the glucose log with cal code of 18. Meter is operable and gave a result of 100 mg/dl. Customers and retailers have been informed through the fa16may2006 letter.